Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthpat device with the description of "burning smell when processing," unsure if a blood spill occurred. No patient/operator injury reported.

Manufacturer narrative:
The device was returned and evaluated. The report of burning smell was confirmed. There was a major blood spill with fluid ingress found. Burnt components include driver board and controller board. Power supply and top deck distribution board damaged due to ingress. Machine could not power on event though the fuse was not damaged. This device to be scrapped. (B)(4).